Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: cervix, chronic cervicitis endometrium, secretory pattern, no pathologic diagnosis myometrium, no pathologic diagnosis first fallopian tube, benign paratubal cyst opposite fallopian tube, no pathologic diagnosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2015: cervix, chronic cervicitis endometrium, secretory pattern, no pathologic diagnosis myometrium, no pathologic diagnosis first fallopian tube, benign paratubal cyst opposite fallopian tube, no pathologic diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint.